Event description:
Non-delivery of medication reported. A pt was receiving primacor 48mg in 120ml at 2ml/hr for dose of 0.25mcg/kg/min continuously. The pt hooked up the bag and started the infusion at some unspecified time on 10/2/1999. On 10/14 at 0200, the pt discovered that although the pump was running and the display showed the correct amount infused, very little of the bag (unspecified amount) had actually infused. The pt also complained of a leak, possibly at the filter, but couldn't tell for sure, as her gown was wet with an unspecified (presumed not large) amount of fluid lost. When the problem was found, the bag tubing, extension set, and clave adapter were changed by the pt. The pt had picked up some extra weight due to the lack of therapy for almost 48 hours, however, there was no report of any lower extremity swelling or shortness of breath.